Event description:
Additional information received reported the patient passed away. The date of the death was not reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that a post-operative morphine overdose had occurred. Following replacement of the catheter on (B)(6) 2014, the patient seemed to have received an excess itm (intrathecal morphine) dose, because of the automatic inclusion of the pump tubing length while calculating the priming volume. The healthcare provider (hcp) stated that the programmer let them put in the length more than the replaced catheter length, and did not prompt them to check the volume after the numbers were typed in (even though there was a message to use the catheter volume in the step before); the volume of the catheter and the pump tubing were used in the priming bolus, a priming bolus error was noted. The product issue was resolved, and the cause of the issue was determined to be human error in inputting data on the physician programmer. No diagnostic testing or troubleshooting was performed, as it was not required, and the device remained implanted and in service. The patient subsequently suffered from delayed respiratory depression and cardiac arrest from suspected morphine overdose. The patient was resuscitated, intubated, and ventilated. The patient was suspected to have suffered from a hypoxic/anoxic brain injury, and was in the ICU (intensive care unit) and ventilated. The pump was being used to deliver morphine 20 mg/ml at 1.001 mg/day. The patient outcome was unknown as of the date of the report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the patient suffered respiratory arrest. The coroner's report confirmed sudden cardiac arrest. The cause was not ascertained, but it appeared that a morphine overdose may have occurred.

Event description:
Additional information received reported the date of death was (B)(6) 2014. It was thought there was a need for more robust software to warn the clinician when there was a discrepancy between the catheter volume and the total prime volume after a catheter-only replacement. When the ¿drug in pump tube only¿ option was selected after replacement of only the catheter, the tubing volume should not have been displayed for the calculation of the total prime volume and the catheter volume should automatically have become the total prime volume. If for any other reason a calculation would be necessary there should be a warning saying the clinician is entering more than the catheter volume as the total prime volume and a warning should say there would be a potential for fatal overdose.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8840, serial # unknown, product type physician programmer-handheld. (B)(4).